Event description:
It was reported that a spectrum pump had a door that was hard to close. It was also reported that there was no pt involvement. During eval it was found that the device alarmed door not fully latched.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom door hard to close as door not fully latched messages. Eval found that the force required to close the door is above expected levels. The door hooks and latch pins were replaced to correct this condition.